Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had no power and there was a crack in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 07/13/2015-device evaluation: the pump has been returned and evaluated by product analysis on 06/25/2015 with the following findings: a review of the pump black box data revealed multiple pump reboots. During a visual inspection of the pump, the battery compartment was observed to be cracked in two places. The pump was unable to maintain an electrical connection with returned battery cap due to cap detaching. The battery cap threads were damaged and there was evidence of moisture contamination on the underside of the battery cap and battery cap contact hub. The pump was powered on with a test battery cap and unrelated to the power issue, the display was found to be dim and discolored. A leak test revealed a battery compartment leak. The pump was exercised for 24 hours with no power interruptions. The pump case was removed, and there was evidence of moisture inside the pump on the outside of the battery canister.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).